Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated using several programmers. When a magnet was placed over the device, tones were emitted. The last follow-up was 8 months ago, and at that time the device was operating normally. The device was explanted, and will be returned for analysis.